Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not function as expected. The customer stated that the pump did not control the customer's blood glucose (bg) levels like the customer's previous insulin pump did. Customer reported going back on injections and immediately regained control of bg levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.